Event description:
It was reported, customer had two sets of gamma 3 target devices, and they have had several distal miss drillings. They do not know which one of the target devices was used in these miss drillings. No adverse consequences reported at the moment.

Manufacturer narrative:
Lot#: khi070422. Add'l info has been requested and if received will be provided on a supplemental report.